Manufacturer narrative:
This report is being supplemented to provide additional information received from follow up and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The subject device has been confirmed to be a demo device, and there was no patient involvement with the reported malfunction(s).

Manufacturer narrative:
Unique identifier (UDI) number, updated.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The peeled objective lens adhesive has also been confirmed. In addition, chipped rubber and elongated angle wires were found, along with scratches throughout the device. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported a peeling label on the video connector of a endoeye flex deflectable videoscope. During preliminary evaluation and inspection, the adhesive part of the objective lens was found to have been peeling off. This MDR is being submitted due to the report of the peeling objective lens adhesive. No patient or user harm has been reported.